Event description:
When resident was transferred from shower table to chair. The leg support was unable to be removed so the staff needed to bring the lift into the side of the chair. As they were pulling the resident back into the chair the lift tipped over, and the resident fell to the chair. The leg of the floor lift hit one staff and the amst hit another staff on shoulder. Both staff members said they are fine. The resident was not injured in the incident.